Event description:
It was reported that when using the bd pyxis¿ medbank tower the user attempted to issue a medication cabinet got logged out and unable to return back to key. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for(B)(6) was performed from the date of manufacture, 10-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cabinet logged out, and the keys were not returned. A technical support specialist (tss) instructed the customer on the procedure to return the key to the cabinet. The system functioned as intended after the technical support specialist investigate the issue.